Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe has been returned and evaluated by failure analysis. The erbe was returned for failure analysis, and the reported problem was confirmed using system logs. Upon visual inspection there was a possible issue found that would be related to the reported event. The erbe was tested using the system and triggered errors m-b0-41 and m-b0-60. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed by failure analysis. The root cause could not be determined. However, the issue is likely due to an operational problem within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomedical engineer contacted the technical support engineer (tse) regarding the integrated electrosurgical unit (iesu) or erbe energy decreasing over the last week. No known impact or patient consequence was reported.